Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) failed a pulse delivery test. The last person to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. As received, the monitor failed a pulse delivery test. Upon investigation the interconnect pca board was damaged. Additionally, bi-phasic controllers q12, q13, q16, and q17 were defective on the defibrillator board. The root cause of the damaged pca board cannot be positively determined, but was likely mechanical stress. The root cause of the defective defibrillator transistors could not be determined, but was likely random component failure. No adverse event resulted from the pulse test failure. The last pt to use this monitor did not report any problems.